Event description:
The facility reports a student was to be taken from the classroom to the changing room by two caregivers. The lift was moved above student's chair in the classroom to allow for transfer to the changing room. The sling was attached and student was lifted. The caregivers heard a loud noise coming from the opposite side of the room. When they turned, they saw the mobile rail falling slowly on the floor. As this happened, they noticed the lift moving towards the fallen end of track. No injuries reported. (B) (4).

Manufacturer narrative:
Inspection of the product was performed by the arjo divisional services manager. The mobile rail was disconnected from the trolleys; damage was found on the end of the traverse rail. Also found the screws on trolley for locking the traverse rail in position in the fully unlocked position. No dimples in the track demonstrates the installer did not follow the installation instructions for the xy system. The incident appears to have been caused by an installation fault (omitting tightening of the set screws) as mentioned in the investigation report performed by arjo divisional service manager. The manufacturer recommends: the customer be informed in writing of the conclusions of the investigation and ask for written confirmation of receipt and clear understanding of the corrective/preventive actions. The customer have this product inspected and repaired (if needed) by a qualified technician and that these actions are recorded. The customer be informed in writing of the results of the inspection if the inspection is not performed by the customer. The customer ensure that the check list that is to be completed at the end of an installation is correctly filled out (B) (4). Ensure that the person performing the installation is correctly trained to perform the operation.